Event description:
It was reported that, "the tibial baseplate fractured on the medial side and the junction between the stem and the tibial baseplate was also fractured."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.